Event description:
User received erroneous high troponin t results for two patient samples. Sample 1, initial result was 0.070 ng/ml, repeat result was 0.026 ng/ml. The erroneous results were reported out and corrected as soon as the repeat result was generated. User stated they have no information on the patients' treatment. The field service representative was unable to find a cause for the issue, and noted he checked the instrument. If additional information is received, appropriate notification will be provided.

Event description:
User received erroneous high troponin t results for two patient samples. In 2008, sample 2, initial result was 0.873 ng/ml, repeat result was <0.010 ng/ml. The erroneous results were reported out and corrected as soon as the repeat result was generated. User stated they have no information on the patients' treatment. The field service representative was unable to find a cause for the issue, and noted he checked the instrument. If additional information is received, appropriate notification will be provided.